Event description:
The customer called for assistance with her contour meter. She received higher blood glucose readings than expected. The complaint did not meet the criteria to be reported, but the customer recalled a time in 2013 when she was using her contour, she passed out. The paramedics tested her blood glucose and the reading was 30mg/dl. The customer further stated she had a heart attack and stroke and could not remember what happened or what medications were given to her. New meter and strips were sent to her. No information on the strips used in 2013.